Event description:
Spoke with pt, she said that the pump that she is using right now is producing more bubbles as she infused the medication compared to the other pump. She said that when changing cassette, she always make sure to draw out the bubbles and so she is confident that she is preparing the cassette correctly. There was no interruption in therapy and no ade experienced by pt. Advised that 1 replacement pump will be sent. Informed her also that she needs to send back the malfunctioning pump (sn# (B)(4)) once she receives the new pump. No other info provided. Dates of use: (B)(6) 2018 to ongoing. Diagnosis or reason for use: pah.